Event description:
It was reported that a malfunction had occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a backup therapy involving multiple daily injections (mdi) while a replacement pump was issued by technical support. Instructions were provided to store and return the faulty pump, and the customer was informed about the replacement's updated software and training options available.